Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead was observed with undersensing on non-magnet strips. Reprogramming was ordered by the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.